Manufacturer narrative:
Based on the claim against the product by the customer noting an error 319, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to solve the issue. The fse also installed a blue fiber cable release tab and patient side cart (psc) blue cap since they were found to be missing. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure of error 319 was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode as error 319 was triggered. The unit was also tested on a pftp and failed the fiber test on the clockspring, which confirmed the reported problem. The clockspring fiber was swapped with a new one and the error went away. The original clockspring fiber was reconnected, and the error returned. The clockspring assembly will be replaced as a fix. The complaint regarding an error 319 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to complete the procedure robotically. The surgeon might have needed to proceed with 3 arms if the issue had occurred during the main part of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were having an error 319 at the end of the procedure. Before calling technical support, they had already power cycled the system without success. They wanted to undock the patient side cart (psc) because they had finished the procedure, but universal surgical manipulator (usm) 1 was not responding. The tse guided the customer to disable usm 1 and recover the fault. After doing so, the tse guided the customer to undock usms 2-4 using the clutch button. For usm 1, which was not responding, the tse recommended the customer to gently undock the usm manually. The customer was able to undock and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system did not initially power on without errors.